Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen ') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), ovulation pain ("pain during ovulation periods"), adnexa uteri pain ("pain at the level of the ovaries"), uterine pain ("pain at the level of the uterus and which spread out even to anal level") and fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, ovulation pain, adnexa uteri pain, uterine pain and fibromyalgia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, fibromyalgia, ovulation pain and uterine pain to be related to essure. The reporter commented: since the patient had the essure implants, more the years went by, more she suffered. At first, it was only during ovulation periods and she thought that was probably normal. Currently it was very frequent. She had other symptoms for several years which led to have lab tests in a pain relief department and from there she was diagnosed with fibromyalgia. The patient was wondering about the symptoms because, strangely, there was a lot in common between fibromyalgia and the side effects from the implants. Currently she is in more and more excruciating pain to the point of being bent in half on her couch. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: lab tests in a pain relief department - diagnosis: fibromyalgia. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 03-nov-2021. The most recent information was received on 12-nov-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('pain in the lower abdomen') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), ovulation pain ("pain during ovulation periods"), adnexa uteri pain ("pain at the level of the ovaries"), uterine pain ("pain at the level of the uterus and which spread out even to annal level") and fibromyalgia ("fibromyalgia"). Essure treatment was not changed. At the time of the report, the abdominal pain lower, ovulation pain, adnexa uteri pain, uterine pain and fibromyalgia had not resolved. The reporter considered abdominal pain lower, adnexa uteri pain, fibromyalgia, ovulation pain and uterine pain to be related to essure. The reporter commented: since the patient had the essure implants, more the years went by, more she suffered. At first, it was only during ovulation periods and she thought that was probably normal. Currently it was very frequent. She had other symptoms for several years which led to have lab tests in a pain relief department and from there she was diagnosed with fibromyalgia. The patient was wondering about the symptoms because, strangely, there was a lot in common between fibromyalgia and the side effects from the implants. Currently she is in more and more excruciating pain to the point of being bent in half on her couch. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: lab tests in a pain relief department - diagnosis: fibromyalgia. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.